Event description:
Product complication: none. Time of complication during hospital, in 2005. Symptoms: unavaialble at this time. Further investigation is being conducted, when/if additional information is obtained a medwatch supplemental report may be filed. It was reported that the patient experinced a skull fracture and subarachnoid hemorrhage and subsequently the patient died. The death was listed to be related to a stroke. The date of the procedure was 16 days ago. It was not felt to be device related. The categorial cause of the death was given as stroke. No additional information was available.

Event description:
Additional information received in 01/2006 indicates the the pt's stroke and subsequent death was not a result of the carotid procedure or devices. The information indicates the pt had a stroke prior to the introduction of the rx acculink and rx accunet devices into the pt's body and subsequent death.